Event description:
It was reported that during follow up the right ventricular (rv) lead was noted to have high impedance and high threshold. Due to successful defibrillation threshold (dft) testing no changes were made. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: ventricular pace lead impedance is >4000 ohm during the week following implant. Concomitant product: 6935 implantable tachy lead (B)(6) 2013. Concomitant product: 4968 implantable pacing lead (B)(6) 2013. (B)(4).